Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated 2 years ago she was diagnosed with a labral tear in her hip and there was nothing they can for it and the pain got worse and worse. The patient reported that she went for physical therapy and had stim inside and out and was also told her "vagal" nerve was pinched. Patient stated she was in pain all the time especially when she sits and can't hardly sit. Patient stated the pain was really bad and was like a 10. The patient got a newsletter from manufacturer that said the lead could come loose and cause pain. Patient asked if that could be what was causing her pain and stated she did not feel stim but it was helping. Patient stated before she had the device the doctor tried a "mesh" but it didn't work. Patient stated maybe the mesh could have flipped. Patient said she thinks the mesh in still in her. Patient said the implant is "very movable" but did not hurt and stated it was a bigger lump than it used to be. The patient had lost 50 pounds since the device was implanted. The patient could try turning stim off and seeing if the pain goes away. Patient stated she did not want to turn stim off because she was having shoulder surgery on tuesday and did not want to be incontinent. Patient stated the pelvic floor and nerve issue were just diagnosed 6 weeks ago. The patient to follow up with healthcare provider. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.